Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving via an implantable pump. It was reported that he was with a patient who had an active alarm on their pump. He reported that he toggled and silenced the active alarm and then updated the pump. The tech services inquired whether there was a code associated with the active alarm, and the company representative (rep) stated that codes 99 (loss of therapy) and 100 (motor stalled). The tech services investigated codes 99 and 100, which indicated that the pump had experienced a motor stall and loss of therapy for more than 50 hours. The tech services explained that these codes typically appear when a pump stalls due to exposure to a magnetic field, such as an magnetic resonance imaging (MRI). If an MRI was recently performed, the pump should be interrogated and allowed to resume normal function, or tech services should be contacted for further assistance. The patient did not have an MRI, tech services stated it could have stalled from encountering other magnetic fields. The rep stated that upon reviewing the pump logs, he noted that the pump had stopped for approximately 1 ,000 hours, and the log showed that the stall began on (B)(6) 2025 at 3am, which matched the reported hours. The tech services explained that the pump should now recover from that, as this was the first interrogation since the stall event. The rep stated that he was in the middle of another task and would have to call back with further information. Tech services documented all available details. No further issues were reported at this time. The pump logs showed motor stalled in july 2025 and the patient did not have an MRI. The patient had seizures and had to call 911 because of withdrawal in july. The rep stated that the pump has been alarming since july 2025. The tech services suggested that the pump be replaced.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2025-13663. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.